Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence concurrently with hysterectomy/ bilateral salpingo-oophorectomy adhesion removal. Due to pain, bleeding, infections, vaginal discharge, dyspareunia and incontinence mesh was removed on (B)(6) 2007. (B)(4). Dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh resection, cystoscopy and fluoroscopy on 03/05/2007 due to pelvic pain, dyspareunia and persistent stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.